Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the x-ray machine was not turning on. Review of the system logfile showed display device configuration error which was due to ippc graphics card malfunction. Upon troubleshooting, the fse replaced the ippc (image processing pc), refitted the hdds (hard disk drives) and reloaded software to resolve the x-ray machine boot up issue. The system also had data monitor issue where the monitor and dvi (digital video interactive) were replaced, which was addressed in the subsequent case. The defective parts were returned to philips for further analysis. The part analysis confirmed the malfunction of the ippc, monitor and identified that the issue of the ippc was due to the failure of video card and the monitor was having too many screen hours. The analysis could not confirm any issue with the dvi. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the x-ray machine was not turning on at all. No harm was reported to philips. The device was outside of clinical use at the time of the reported event. Philips has started an investigation of this complaint.